Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Later, healthcare professional reported rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Anxiety/-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported rupture. Healthcare professional additionally reported "hole in radius (edge)." The device has been explanted and replaced.